Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received failed battery and insert battery alarms. The customer¿s blood glucose level at the time of incident was 9 mmol/l. They did not receive a low battery alert prior to the battery alarms. Troubleshooting for power error detected alarm was performed but the battery errors recurred. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power error and power loss due to connector resistance printed circuit board. No failed battery test or replace battery now alarms noted during testing.